Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had a low draw issue."

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had a low draw issue."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'underfill' with the incident lot was not observed. A tube was filled and weighed to show the bottom of the specification limits (see attached photo). Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.